Event description:
A patient reported blood glucose results of 131 mg/dl with a lifescan meter and 170 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The control solution was expired. The test strips were in good condition, testing technique was correct, and the codes matched. No medical attention was reported. The meter is being replaced for the patient. No further information has been reported.